Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Furthermore, a high threshold measurement was noted. Additional information received from the field representative indicated that the cause was not determined. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.